Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported an incomplete flap of the left eye following corneal flap creation. When the surgeon went to lift the flap the surgeon noted an incomplete cut at seven o'clock. The surgeon used a blade to complete the flap and proceed with excimer treatment without additional issues. Additional information received; the surgeon reports "the patient looked great:" there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).